Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 02/23/2017 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. After re-start navigation system started to work as intended. Issue resolved. On 04/07/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement computer shipped to site 05/31/2017. Medtronic investigation of returned suspect computer finds that when the navigation system powers up, post's and boots to log-in screen. Application launch and navigate. Hdd and ram report no errors. No fault found. Reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site that their navigation system became unresponsive. After downloading patient exams, the site representative wanted to go to the next step in the application, however, the application stopped reacting on mouse clicks. Also, the navigation system did not respond on ctrl+alt+backspace. He had to perform hard shut down. After a re-start, the site representative noted that patient exam was destroyed, part of exam was missing. The exam was deleted and obtained it again from pacs. Normal function was restored, the navigation system began to work as intended. There was no patient present when this issue was identified.